Event description:
The customer reported the generation of erroneously low anion gap on patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve and performed cleaning of the system to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).